Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was reported that one of the system arms became stuck during a procedure, requiring the team to disable it in order to continue. Intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed system logs and found related errors. The site was guided through a hard power cycle and emergency power off, after which the arm's movements were checked using the clutch button and instrument clutch button. The staff noted that arm movements appeared normal when compared with other arms. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: arm 1 was disabled, and the procedure was completed robotically with 3 arms.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive universal surgical manipulator (usm) involved with this complaint to perform failure analysis. In the system logs, the 23000 error was found indicating pot to encoder fault on the usm yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a known good system where the component functioned as expected. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where the sensors check failed on yaw. The complaint was confirmed based on failure analysis. The root cause is attributed to a sensor issue with the yaw searchlight board.

Event description:
Refer to h11 for follow-up information.